Manufacturer narrative:
Concomitant products: logic tibia ps mod insrt sz 5 11mm (cat# 02-012-35-5011 / serial# (B)(4), lgc tibial fit tray cem sz 5f / 5t (cat# 02-012-45-5050 / serial# (B)(4), fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(4), tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4). As reported by the legal brief, on (B)(6) 2018, a male patient underwent a right tkr, over time, the patient began experiencing pain, swelling, instability, and an inability to bear weight on his right knee. ¿eventually, the symptoms became so severe that he was having significant difficulty ambulating.¿ on (B)(6) 2020, patient underwent revision. ¿during the revision procedure, patient¿s surgeon noted defective equipment requiring complete revision.¿ no additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Event description:
As reported by the legal brief, on (B)(6) 2018, a male patient underwent a right tkr, over time, the patient began experiencing pain, swelling, instability, and an inability to bear weight on his right knee. ¿eventually, the symptoms became so severe that he was having significant difficulty ambulating.¿ on (B)(6) 2020, patient underwent revision. ¿during the revision procedure, patient¿s surgeon noted defective equipment requiring complete revision.¿ no additional information.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the reason for the revision cannot be confirmed from the information provided but may be due to a combination of prosthesis wear and aseptic loosening between the femoral component and the bone as reported or may have been the result of patient conditions, implant sizing, or implant positioning issues. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. A contributing factor to the alleged wear on the tibial insert may have been result of being packaged in a non-conforming vacuum bag for five years. However, the reported loosening and wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.